Event description:
It was reported that a progav 2.0 shuntsystem (#fx434-t) was to be implanted during a procedure performed on (B)(6) 2026. According to the complainant, the shunt system could not be implanted due to a blockage. No patient complications were reported regarding this complaint. The complained device was returned to the manufacturer for evaluation.

Manufacturer narrative:
Based on our investigation results, we cannot determine functional deviations or other abnormalities. The shuntsystem is permeable and operated within all specifications. How the abovementioned functional impairment occurred is not clear to us at the time of examination.